Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reporting capsular contracture (unknown baker grade). This relates to the right device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, d6(a).

Event description:
Healthcare professional reporting capsular contracture (unknown baker grade). This relates to the right device. Device has been explanted.

Event description:
Healthcare professional reporting capsular contracture (unknown baker grade). This relates to the right device. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.